Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that an exalt d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the image started flickering and eventually the picture went completely out. The scope was unplugged and plugged back in but did not resolve issue. The procedure was completed with another exalt d scope. There were no patient complications reported as a result of this event.